Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metal coil deeply embedded within the lumen'), pelvic pain ('pelvic pain'), heavy menstrual bleeding ('extreme blood loss/abnormal bleeding(menorrhagia)') and uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition fibroids') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, submucous leiomyoma of uterus, d & c (benign endometrial tissue), obesity, gravida I, parity 1 and vaginal delivery. Concurrent conditions included diabetes mellitus since 2013, latex allergy, bacterial vaginosis, chest pain, hypokalemia, rotoscoliosis, fatigue, night sweats, anxiety, pelvic mass and uterine bleeding. Concomitant products included metformin since 2013. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercouse/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (d&c, hysterectomy, hysterectomy with bilateral salpingectomy unilateral oopherectomy - right side and hysteroscopic excision of fibroids, hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, heavy menstrual bleeding, dyspareunia, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, embedded device, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2011- as per pfs (discrepancy noted); plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), fibroids diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Hysteroscopy - on (B)(6)2011: hysteroscopic excision of fibroid with a truclear morcellator. Findings: the patient had a normal endocervix and normal uterine cavity with evidence of prior essure visualized at the tubal os bilaterally. The patient had a pedunculated type submucosal fibroid that was approximately 2-3 cm in diameter. This was excised with the morcellator. Laparoscopy - on (B)(6)2018: preoperative postoperative diagnosis: symptomatic uterine fibroids. Procedure: 1. Laparoscopic-assisted vaginal hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. 4. Cystoscopy. Findings: include a 16 x 8 x 6 cm uterus with multiple uterine fibroids. She had grossly normal appearing fallopian tubes and ovaries. She had no significant abdominopelvic adhesions, the visualized portions of the small and large intestine and undersurface of the diaphragm were all grossly normal by inspection.. X-ray - on (B)(6)2018: there is no evidence of any obstruction or perforation present patient had a nonspecific bowel gas pattern.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2021: mr received. Event added: a metal coil deeply embedded within the lumen. Reporters information, lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('extreme blood loss/abnormal bleeding(menorrhagia)') and uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition fibroids') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, submucous leiomyoma of uterus and d & c (benign endometrial tissue). Concurrent conditions included diabetes mellitus since 2013. Concomitant products included metformin since 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (d&c, hysterectomy, hysterectomy with bilateral salpingectomy unilateral oophorectomy - right side and hysteroscopic excision of fibroids, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, dyspareunia, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2011- as per pfs (discrepancy noted); plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), fibroids diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Hysteroscopy - on (B)(6) 2011: hysteroscopic excision of fibroid with a truclear morcellator. Findings: the patient had a normal endocervix and normal uterine cavity with evidence of prior essure visualized at the tubal os bilaterally. The patient had a pedunculated type submucosal fibroid that was approximately 2-3 cm in diameter. This was excised with the morcellator. Laparoscopy - on (B)(6) 2018: preoperative postoperative diagnosis: symptomatic uterine fibroids. Procedure: 1. Laparoscopic-assisted vaginal hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. 4. Cystoscopy. Findings: include a 16 x 8 x 6 cm uterus with multiple uterine fibroids. She had grossly normal appearing fallopian tubes and ovaries. She had no significant abdominopelvic adhesions, the visualized portions of the small and large intestine and undersurface of the diaphragm were all grossly normal by inspection.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: pfs received. Events: abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition fibroids added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, submucous leiomyoma of uterus and d & c (benign endometrial tissue). Concurrent conditions included diabetes mellitus since 2013. Concomitant products included metformin since 2013. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercouse"), abdominal pain ("abdominal pain") and menorrhagia ("extreme blood loss"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011- as per pfs (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Hysteroscopy - on (B)(6) 2011: hysteroscopic excision of fibroid with a truclear morcellator. Findings: the patient had a normal endocervix and normal uterine cavity with evidence of prior essure visualized at the tubal os bilaterally. The patient had a pedunculated type submucosal fibroid that was approximately 2-3 cm in diameter. This was excised with the morcellator. Laparoscopy - on (B)(6) 2018: preoperative postoperative diagnosis: symptomatic uterine fibroids. Procedure: 1. Laparoscopic-assisted vaginal hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. 4. Cystoscopy. Findings: include a 16 x 8 x 6 cm uterus with multiple uterine fibroids. She had grossly normal appearing fallopian tubes and ovaries. She had no significant abdominopelvic adhesions, the visualized portions of the small and large intestine and undersurface of the diaphragm were all grossly normal by inspection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, submucous leiomyoma of uterus and d & c (benign endometrial tissue). Concurrent conditions included diabetes mellitus since 2013. Concomitant products included metformin since 2013. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercouse"), abdominal pain ("abdominal pain") and menorrhagia ("extreme blood loss"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011- as per pfs (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Hysteroscopy - on (B)(6) 2011: hysteroscopic excision of fibroid with a truclear morcellator. Findings: the patient had a normal endocervix and normal uterine cavity with evidence of prior essure visualized at the tubal os bilaterally. The patient had a pedunculated type submucosal fibroid that was approximately 2-3 cm in diameter. This was excised with the morcellator. Laparoscopy - on (B)(6) 2018: preoperative postoperative diagnosis: symptomatic uterine fibroids. Procedure: 1. Laparoscopic-assisted vaginal hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. 4. Cystoscopy. Findings: include a 16 x 8 x 6 cm uterus with multiple uterine fibroids. She had grossly normal appearing fallopian tubes and ovaries. She had no significant abdominopelvic adhesions, the visualized portions of the small and large intestine and undersurface of the diaphragm were all grossly normal by inspection.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: pfs received-new reporter added. New event menorrhagia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, fibroids and d & c (benign endometrial tissue). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011- as per pfs (discrepancy noted); diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: hysteroscopic excision of fibroid with a truclear morcellator. Findings: the patient had a normal endocervix and normal uterine cavity with evidence of prior essure visualized at the tubal os bilaterally. The patient had a pedunculated type submucosal fibroid that was approximately 2-3 cm in diameter. This was excised with the morcellator. Laparoscopy - on (B)(6) 2018: preoperative postoperative diagnosis: symptomatic uterine fibroids. Procedure: laparoscopic-assisted vaginal hysterectomy. Right salpingo-oophorectomy. Left salpingectomy. Cystoscopy. Findings: include a 16 x 8 x 6 cm uterus with multiple uterine fibroids. She had grossly normal appearing fallopian tubes and ovaries. She had no significant abdominopelvic adhesions, the visualized portions of the small and large intestine and undersurface of the diaphragm were all grossly normal by inspection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: reporter updated, initials and dob updated, essure stop date added, adverse event injury removed, painful sexual intercourse, pelvic pain and abdominal pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.